Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, toward the end the vasoview jaws frayed, wire exposed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the harvesting handle. The silicon insulation was observed to be intact. There was no peeling observe. The heater wire was flexed away at the center of the jaw, but remained attached at the base and tip of the hot jaw. Based on the return condition of the device, and results of the evaluation, the reported failure mode "peeled jaw" was not confirmed, but confirmed for the analyzed failure "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, toward the end the vasoview jaws frayed, wire exposed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.